Event description:
It was reported the physician (B)(6) discovered intra-operative that the setting numbers on the display of the quantum 2 sys were not visible. In addition, the physician noted that the sys makes loud audible noises every so often. The procedure was completed; however, the details regarding the products and techniques used were unavailable. No pt complications were reported as a result of this event.